Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility. Additional information was received that the patient was experiencing inadequate stimulation due to high impedances.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn : m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074057.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.